Event description:
The physician used the bravo ph delivery system to place the bravo ph capsule in the esophagus. It appeared that the capsule had been successfully placed; however, when the scope was used for further internal examination, the bravo capsule was found unattached, laying in the esophagus. The physician removed the capsule and placed another without difficulty. However, because a second capsule needed to be used, the patient had approximately 30 extra minutes of conscious sedation. Both the capsule and the delivery system appeared to be in working order. There were no visible defects and there were no indications when the probe was placed that it was not functioning properly. The delivery system plunger was functional and suction was applied for 30 seconds before the plunger was depressed, as per the manufacturer's instructions. The surgeon and staff are experienced in using this equipment & have not had this happen before. Of note, another physician had the same experience with this equipment--staff noted that the capsules from both of these procedures came from the same lot. Manufacturer response for ph capsule, bravo ph capsule: the manufacturer was contacted. We are currently awaiting mailing instructions to return the device to them for inspection and analysis.